Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned and evaluated by baxter. The symptom of false close door messages was reproduced and confirmed through eval. The unit was constantly alarming door not fully latched which corresponds with the symptom reported by the customer. This condition was caused by loose link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump was alarming to close the door when it was fully closed already. It was also reported there was no pt injury.